Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. Multiple requests for product return were sent to the customer, however, the device was not returned for analysis. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: an ideal donor heart was found and the patient received a transplant on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a previously unreported driveline infection, and was being treated with oral antibiotics. The onset date of the driveline infection was not reported. No additional information regarding the driveline infection was provided.